Event description:
A pt was connected to a puritan bennett 840 ventilator system. The ventilator had a critical failure at roughly 0100 hrs on 9/21/2005. The ventilator alarmed and presented with an error message that read "monitor breath time fails." The pt survived and was not adversely affected. The MFR -puritan bennett- was notified of the failure on 9/23/2005. A service tech was sent on site. The error logs were reviewed and it was determined that the mode of failure was a bad cpu board. The ventilator is awaiting board replacement and will then be returned to service.